Event description:
The pt fell 2 yrs ago and his implantable neurostimulator stopped working. The device was turned off since the fall. The pt experienced a loss of therapeutic effect at the area of paresthesia. A wire may have moved. The pt was at home; his status was undetermined. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.